Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The insulin pump shuts off. Customer's blood glucose level was sometimes over 400 mg/dl. The customer changed the infusion set and used the insulin pump for treatment. Troubleshooting was not performed. The device was not returned.